Event description:
On 21-jul-2025 the user reported receiving alert 38 (motor stall) on the ilet insulin pump. Troubleshooting steps, including a device restart and a dry run supply change, were performed without recurrence of the alert during the call. The user reported experiencing hyperglycemia up to 401 mg/dl, which was resolved through a supply change and the device's correction algorithm. The device issued a high-glucose alert. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.